Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 1111422. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately, without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that there was a connection leak while using bd intima ii¿ IV catheter prn adapter. There was no report of patient impact. The following information was reported by the initial reporter: "the connection of the prn of a closed venous indwelling needle is seen leaking fluid during infusion after the establishment of an intravenous channel for rescuing a patient."